Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in italy. It was reported that the patient experienced an adhesive malfunction event on 06-mar-2026, as the customer stated that infusion set tape not sticking at site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.